Manufacturer narrative:
A ge service representative performed an on site investigation. Wheel and brake parts were ordered during the service call. The parts will be installed and the system will be put back into service.

Event description:
It was reported that the brake on the 9800 system would not work and the front wheel was missing. No pt injury was reported.